Event description:
The user facility reported water was leaking from the battery box during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported water was leaking from the battery box during a procedure. There was no delay, no medical intervention, and no adverse consequences.